Event description:
The customer opened a box of contour test strips and the bottle was already open. No adverse event was alleged. The customer was advised to return the strips for investigation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.